Manufacturer narrative:
The lot was manufactured between may 16, 2018 -and may 17, 2018. Correction/removal report number: 3010291427-09/06/19-001-r. One (1) sample was received for evaluation. The sample was in a leaking box and upon inspection excessive contamination smell and mold were identified. Due to the nature of the returned sample no other tests were performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The four(4) remaining samples were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The events occurred "over the last few months". The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.